Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received shocks from the implantable cardioverter defibrillator (ICD) and their heart is beating fast. Information from the clinic indicates the patient presented to the emergency room and was admitted. It was determined that the patient did receive two inappropriate shocks for atrial flutter. The patient later underwent atrial ablation. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.